Manufacturer narrative:
Foreign material from consumer's sample photo was identified as a piece of cellophane used to protect the tampon upon assembly. The consumer's reported event was due to manufacturing. The cause of the cellophane material left on the tampon was inadequate process controls at the pledget loading station. Improved process controls at the pledget loading station have been implemented.

Event description:
Consumer reported after removal of a tampon from her vaginal cavity, a piece of plastic also came out. She did not seek medical attention and she did not experience any adverse health effects.